Event description:
It was reported that the numbers on the customer's insulin pump scrolled up multiple times without customer input, the second time after a battery change. It was reported that then the insulin pump alarmed button error. The customer was advised to discontinue use of the device, to return it for analysis and a replacement, and to revert to a backup plan until the replacement arrived. The customer's reported blood glucose value was 3.5 mmol/l. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.